Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 60ml e/t had the tip damaged at an unspecified time. The following was reported by the initial reporter: "the tip bent".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/22/2021. H.6. Investigation: one sealed sample of lot 1911289 was provided to our quality team for investigation. The product was visually inspected and the tip is observed to be bent. A device history review was performed for reported lot 2003201, finding one annotation related to the alleged defect. During the marking process, a failure was detected related to an increased speed in the conveyor belt that transfers the syringes to the marking machine which resulted in product getting damaged. The mechanical team repaired the failure and impacted units were scrapped. It was determined the issue reported is related to this malfunction.

Event description:
It was reported that a syringe 60ml e/t had the tip damaged at an unspecified time. The following was reported by the initial reporter: "the tip bent".